Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported right side "deflation" and " implant is not as hard as the other side, feels sensitive, and feels like its not there". Device remains implanted.